Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the ¿cord was cut in half.¿ the device was not being used during surgery. The cut in the cord was found during routine inspection. There were no injuries or medical intervention reported. There was no additional information provided.